Event description:
The o2 regulator registered at zero when in fact it was full . When we switched out tanks, it was discovered that the same problem was identified in eight tanks. The company was contacted and replacement tanks were provided. Sixteen tanks had the same problem.